Event description:
Pt experienced bleeding from lvad outflow graft. Also had lvad sensor failure, requiring use of a strobe sensor convertor and changing pt to fixed mode of operation. Pt expired 11-5-97 secondary to increased bleeding.